Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. No physical damage to air/water channels and air/water cylinders was reported. There was a leak from the device, so it is likely that the device was not properly reprocessed before being sent to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the device arrived with a nozzle unit missing at the distal end. In addition to the foreign material found due to insufficient cleaning, other evaluation findings are as follows: water tightness was lost due to wear of the suction cover packing and damage on the channel tube; the forceps channel port had a dent; the cover of the light guide bundle was damaged; the insulation resistance value at the distal end did not meet the standard value due to looseness of the nozzle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the nozzle was missing; the light guide lens had a chip and a crack; the bending tube, the connecting tube, and the plastic distal end cover were deformed; and the universal cord had a wrinkle. Lastly, there were scratches on the following parts: the grip, the air/water cylinder, the suction cylinder, the switch box, the right/left knob, the upward/downward knob, the scope connector case unit, the scope connector case, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's air/water nozzle was defective at the distal end. This was found during reprocessing. There was no procedural or patient involvement, and therefore no report of patient harm. The device was returned, evaluated, and a foreign material was found in the air/water channel and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.